Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found errors 311 and 40096 on the vision side cart (vsc) and reprogrammed the vsc. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a software failure on the vsc. The issue can be resolved by reprogramming the vsc.

Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse)and reported customer was encountering non-recoverable 40096 errors at system startup. Tse had csr review the logs on the tower since the system was not connected to onsite resources. Error 311 was also present. The tse guided csr through power cycling each cart in standalone mode. The csr confirmed that the patient side cart (psc)and surgeon side console(ssc) powered on without issues, but the vision side cart (vsc) continued to display error 311. There was no patient involvement.